Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that universal surgical manipulator (usm) arm 3 could no longer be controlled from one surgeon console. The surgeon had already moved to the second console and continued without issues. The tse reviewed available system logs and did not find any entries related to the reported loss of control, confirmed that only one console had been in use at the time of the event, and deferred further troubleshooting until the customer could perform additional testing and call back. Later, the nurse called back and clarified that the issue had been an inability to switch control from arm 4 to arm 3 on the first console (rather than arm 3 being generally uncontrollable). The procedure had been converted due to clinical reasons unrelated to the robot, and the console could not be rechecked at that time. The tse discussed possible user-induced causes for the switching difficulty, and the customer agreed to monitor the console on the next use and call again if the issue recurred. The procedure was converted due to bleeding unrelated to the da vinci system. No fragment fell into the patient. The issue caused a delay of less than 15 minutes.